Event description:
According to the reporter, during laparoscopic colectomy, two reloads were unable to fire - handle could not be squeezed. The same thing happened when handle was replaced. Another device was used to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device was found to be partially fired. It was reported that the device did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. If information is provided in the future, a supplemental report will be issued.